Event description:
It was reported that during a percutaneous coronary intervention, a tip separation occurred. The target lesion was located in the non calcified de novo proximal right coronary artery (rca). The 185cm pt2 moderate support guide wire was advanced past the lesion and as turning, approximately 1 1/2 centimeter of the tip broke off. The tip was not retrieved and a new guide wire was used with an unspecified 2.25 x 8 mm bare metal stent to successfully jail the tip in the rca. No further patient complications were reported and the patient's status is ok.

Event description:
It was reported that during a percutaneous coronary intervention, a tip separation occurred. The target lesion was located in the non calcified de novo proximal right coronary artery (rca). The 185cm pt2 moderate support guide wire was advanced past the lesion and as turning, approximately 1 1/2 centimeter of the tip broke off. The tip was not retrieved and a new guide wire was used with an unspecified 2.25 x 8 mm bare metal stent to successfully jail the tip in the rca. No further patient complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device was received and visual inspection noted the distal tip was fractured at 183.1 cm from the proximal end. Dimensional inspection was performed and the device meets specifications. The device was sent for external analysis to determine the fracture failure mode. The lab returned the following results: failure occurred due to a tension overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).